Event description:
It was reported that this chronic right ventricular (rv) lead pace impedance, measured greater than 2000 ohms. This lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.